Event description:
It was reported that the ventricular lead exhibited high thresholds and low sensing. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.